Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: according to the complaint report, filter retrieval was difficult due to endotheliazation of the filter legs and small amount of thrombus in the hook. Dwell time was 27 days. Initial attempts at using a gtrs to snare the hook of the ivc filter was unsuccessful. The authors utilized a guidewire loop snare technique to capture the filter hook within the retrieval sheath. This was achieved but the feet of the filter could not completely be retracted into the sheath, possible due to endothelialization with the ivc wall. The filter feet was freed from the ivc wall using a wire. The filter was removed. The reported small amount of thrombus in the ivc hook cannot be confirmed as no images of this was included in the article. According to the imaging review, the filter can - typically - be snared and retrieved. There is no evidence of significant tilt on the imaging, however, if the ivc has a smaller diameter, the hook may abut the ivc wall and thereby resulting in a difficult retrieval. No images of the ivc was submitted to confirm or refute this suspicion. Initial studies determining retrieval of the tulip filter were for up to 20 days, although there are many reports of successful retrievals of filters with much longer dwell times. Longer dwell times have been associated with higher rates of unsuccessful retrieval as well as utilization of more advanced techniques to achieve a successful retrieval. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Journal article: retrieval of gunther tulip vena cava filter with thrombosed hook and a leg incorporated into the vena cava wall. Yamagami et al, 2009. Ann vasc dis. 2009;2(1):40-3. Doi: 10.3400/avd.avdht08008. Epub 2009 apr 15. Pmid: 23555355. D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown similar device under 510(k) could be either k090140, k112119 or k121057 (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: a (B)(6) woman presented with resting dyspnea and breathing-related pain accompanied by swelling of the left lower extremity. CT scan revealed the right peripheral pulmonary arterial branches to be filled with embolus. Moreover, there were deep venous thrombi distributing in the left iliac, femoral and popliteal veins that were extended to the ivc at the lower level of the renal vein. To prevent further deterioration, a tulip filter was implanted at the suprarenal ivc. 27 days later the patient was asymptomatic thus retrieval of the filter was attempted. Both standard retrieval method and snare-over-guide wire loop technique was impossible despite perseverance. Then, a 12-french sheath was advanced from the femoral vein and, suing a pusher, the distal legs were pushed, which led the filter leg that was incorporated into the ivc wall to be detached. Hence, the filter retrieval was now successful. A thrombus, which was too small to be recognized on pre-removal cavogram, occupied the hook part of the apex of the filter, which was considered to be the reason why they could not initially snare the hook by standard method. Additionally, a small amount of thrombus captured in the cone was also observed.